Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4): the complaint is under evaluation. A follow-up report will be provided as soon as investigation results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in (B)(6): overinfusion. Pump connected to the patient on april, 26th around 4:30pm. It was supposed to be a 24 hours infusion. Yet, when the nurses went to visit the patient on april, 27th around 10am, the pump was already empty.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device has not been sent for investigation in our laboratory at b. Braun melsungen ag, melsungen, germany: we received 1 used, empty easypump ii lt 125-25-s without packaging. Weight of the sample 1 in received condition: 61.6 g. The following investigations were conducted: visual inspection: the received sample was taken to a visual inspection. As-received condition the white clamp is missing, and the patient connector (lla-cone) was closed with a red combi stopper. Damages that would lead to a malfunction was not detected at the received sample. After opening of the big top cap and removing of the closing cone we detected crystallized drug residues at the filling port (lli-cone) and at the patient connector. Functional inspection: in addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore, the pump was filled up to the nominal volume (125 ml) with nacl 0.9 %. After starting the pump, the pump worked immediately (solution was running). Leakages were not detected at the sample. Physical inspection: furthermore, the flow rate of the pumps was tested. Nominal: 5 ml/h. Actual: 6.5 ml in 1 h; 12.7 ml in 2 hrs; 90.6 ml in 19 hrs. The flow rate of the inspected pump is within our specifications. Summary and assessment: a too fast flow of the pump (as described by the customer) could not be determined. Based on the conducted investigations the tested sample is within the specification according to the flow test. Therefore, the complaint is considered as not confirmed. Device history record (DHR): reviewed the DHR for batch 19g04ge211, there is no abnormality and no such defect detected at in process and at final control inspection.